Manufacturer narrative:
Additional information: device expiration and manufacturing dates. Additional information: manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The cause of death is unknown. (B)(6) was not returned to abbott for investigation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08jul2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event: onset of the patient's infection was reported under MFR. #0002916596-2014-01418. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient had an infection that progressed to sepsis and the patient elected to turn the pump off and passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The clinical consultant (cc) was contacted in an attempt to acquire additional information. The response from the cc was that no additional information was available at this time.